Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump screen was scratched and hard to read. Customer stated that the buttons of the insulin pump was unresponsive. Customer stated that the insulin pump had no delivery alarm. Customer stated that the battery life diminished not less than 7 days. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.